Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient was not showing in the clc-3 pyxis. The patient was showing as admitted, and we were able to find the patient on clc-1 and clc-2, but the patient was assigned to clc-3. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, the technical support specialist (tss) remotely accessed the device and found no new retry modes. The customer later confirmed that the patient was showing, and the case was closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient was not showing in the clc-3 pyxis. The patient was showing as admitted, and we were able to find the patient on clc-1 and clc-2, but the patient was assigned to clc-3. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.